Event description:
A customer reported recurring altitude alarms with their insulin pump, identified as having occurred three times within the past month. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.